Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. On the same day as onset, the patient began treatment with imipenem, 500mg, intravenously, twice per day, discontinued two days later. Two days after onset, the patient was hospitalized for the peritonitis, dianeal therapy was discontinued, the patient¿s pd catheter was removed, and the patient was switched to hemodialysis therapy. At the time of this report, the patient remained hospitalized and the patient was not recovered from the peritonitis. No additional information is available.